Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak in a cylinder. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A partial separation was noted in the exhaust tube of cylinder 1. This was not a site of leakage. The tubing had a crease, indicating the tube had been partially kinked while in-vivo. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that there was a partial separation due to the tubing creasing at that site on the exhaust tubing of cylinder 1. However, this site did not result in leakage. The information received indicated there was cylinder leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device required replacement due to a leak in a cylinder. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.